Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, the stent migrated up to the bile duct and on (B)(6) 2019, a procedure was performed to remove the migrated the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block b5 has been updated with additional information received on august 22, 2019. Block h6: problem code 4003 captures the reportable event of stent migration. Patient code 3191 captures the additional intervention performed. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. According to the complainant, the stent migrated up to the bile duct and on (B)(6) 2019, a procedure was performed to remove the migrated the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on august 22, 2019: according to the complainant, the stent migration was confirmed by visualization during a follow up procedure. Reportedly, the stricture was not resolved at the time of the migration. A second stent was implanted during the stent removal procedure performed on (B)(6) 2019.